Event description:
As described in a case report from the pediatric dentistry, v30: no.1, dated jan/feb, 2008: a pediatric patient aspirated a stainless steel crown (ssc), reportedly from 3m espe, st. Paul, mn. After fitting and prior to cementation, the crown became dislodged distally behind the throat pack into the patient's airway. At the time of aspiration, the patient was sedated and immobilized, lying in a supine position. A diagnosis of foreign body aspiration (fba) was made. A pediatric surgeon performed a diagnostic laryngoscopy with rigid bronchoscopy under general anesthesia to retrieve the foreign body. The surgery was uneventful, and the patient was discharged home the same day. Please refer to the attached case report from the pediatric dentistry, v30:no.1, dated jan/feb, 2008 for complete details. Sedation: 10 mg (0.6 mg/kg) of midazolam with 50 mg (3mg/kg) of hydroxyzine was given orally.

Manufacturer narrative:
Method, results and conclusions: device was not returned to 3m; therefore, no evaluation was conducted.